Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion tech support specialist advised the customer to check all hose connections to the blender and to the wall. The customer was advised that if she still can't get the light to go away after tightening everything up, she should call back. The customer did not call back.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the source gas low light is illuminating on the vent that it in use. There was no indication of any harm to the patient.